Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Insert binding upon insertion. Took 20 mins to get out another 10 to trial and re insert same product code.